Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that lens material fell from the tip during a cataract procedure. The pt experienced a posterior capsular tear. The case was completed by implanting an intraocular lens in the sulcus.